Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not delivering and there was absence of no delivery alarm. Customer's blood glucose was 550 mg/dl and was treated with manual injection. Customer also reported that insulin was coming out of infusion tube, but numbers were not registering on insulin pump. During troubleshooting, it was found that insulin in vial was cloudy and cannula was bent. Customer insisted on running high pressure test by biting on infusion set. Insulin pump did not pass high pressure test and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.